Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) reported that the device did not work properly. A boston scientific technical services (ts) representative referred the patient to the physician. Attempts to obtain additional pertinent information were unsuccessful. To this date, this pacemaker still remains in service. No adverse patient effects were reported.